Event description:
It was reported that a patient presented to clinic with no capture on the right ventricle leadless pacemaker (rvlp). On (B)(6) 2026, the physician elected to deactivate the rvlp and implant a transvenous pacemaker. The patient was stable following the procedure.